Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported "rupture" and "concerns with the product" against right device. The device remains implanted.

Event description:
Patient reported right side "rupture" and "concerns with the product". Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.